Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was 123mg/dl at the time of call. Trouble shooting was performed and found the reservoir lip ring broke. Customer was updating sensor and looked down and saw the piece of plastic up in the air. Advised the product will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip. No broken off on reservoir compartment noted.